Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No cracking noise on keypad during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot. (B)(4).

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 249 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.